Event description:
It was reported that during a right hepatectomy procedure, the surgeon taking vessels within the parenchyma. After the fourth firing, the device was extremely stiff and did not release properly. The surgeon had to manipulate handle until he heard a click and then was able to release the device by using the trigger release button on the back of the handle. The device was very stiff and difficult to manage. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 04/21/2009. Information anticipated, but unavailable at this time.